Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 390 mg/dl. The customer also had ketones, and was vomiting. It was stated that the customer had gone to bed with blood glucose levels between 250 and 260 mg/dl, and during the night, he woke up with a blood glucose of 390 mg/dl, and was vomiting. The mother stated that the infusion set was removed, and the cannula was not bent. However, the insulin pump did give a no delivery during the prime process. No troubleshooting was conducted as the mother had already discarded the infusion set that was worn at the time of the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.